Manufacturer narrative:
H3: product analysis #(B)(4): part # 2990001, lot # k22j1387 visual inspection confirmed one of the prongs of the inserter has broken due to bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l2/5 tlif therapy for lumbar spinal stenosis. It was reported that one of the inserter tip's forks was broken and remained in the disc, so it was removed with a sense. There was a delay of less than 60 minutes in overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.